Event description:
It was reported that during an unknown procedure, after usage of one and a half times, instrument did not function anymore. There was no patient consequence. Unknown how the case was completed.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with a hop spot and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. The instructional insert states: (scratches on the blade may lead to premature blade failure).